Event description:
Event description guidant received information that the patient's ventricular tachycardia (vt) could not be converted with atp (anti-tachy pacing) therapy and as a result the patient's rhythm accelerated to ventricular fibrillation (vf). The first shock converted the vf to vt but subsequent shoks could not convert the vt. No patient injury has been reported as a result of this non-conversion.